Event description:
It was reported to medtronic that during a procedure using an emg tube, the pilot from cuff came out. The patient had to be re-intubated. There was no patient impact.

Manufacturer narrative:
Although no further information has been obtained. The reported failure combined with the fact that the emg tube was referred to as "new", medtronic will conservatively assume this was a new trivantage tube included in a recall as of march 12, 2013. Removal report # 1045254-03/12/13-001-r.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.